Event description:
During an incident in 02 involving a patient in cardiac and respiratory arrest, this unit responded, when the analyze button was pressed, with "monitoring only" and did not shock the patient. Another defib was used to shock the patient once at 200j. The next analysis resulted in "no shock indicated". A 3rd crew arrived and began als care. The patient was pronounced.